Event description:
The customer reported that device will not charge.

Manufacturer narrative:
The inability of the device to charge has been attributed to the battery pack. The battery pack is an off-the-shelf battery pack that is designed by the battery-pack supplier to have under-voltage protection, which would prevent a battery pack having less than 2.5v/cell from being charged. The supplier of the battery pack had disabled this feature without notifying customers. The result may lead to a battery pack to vent, which could lead to a fire, if the battery pack with less than 2.5v/cell is attempted to be charged. A removal under 21 cfr part 810 has been initiated. An appropriate conclusion code is not available. Cause is attributed to supplier error for off-the-shelf component. Ref: MFR file (B)(4). This report is submitted late. This is the company's first electronic MDR submission and is late due to delays and issues encountered during the sign-up process.